Manufacturer narrative:
An event of hypotension was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for implantation using a large flexnav delivery system. During the procedure, during deployment, the patient had a severe drop in blood pressure. CPR was administered for 1-2 minutes. After the valve was deployed, the patient was stable. The patient is being monitored in ICU.